Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient did not recharge the ipg as recommended. In turn, the ipg became inoperable and patient lost therapy. The patient had not charged the device in 5 years. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.